Event description:
Ams received information about a patient who was implanted with perigee graft, has had ongoing leg pain for approx. 3 months. Doctor is thinking that he will need to remove it. No further information provided.